Event description:
It was reported, the device was in back up mode following an MRI. It was noted the device had not been properly programmed into MRI mode prior to the patient undergoing the MRI. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.